Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery, a facility representative reported a posterior capsular tear. The lens was removed through an enlarged incision and replaced with another model. An anterior vitrectomy was performed, and sutures were placed. Additional information has been requested.